Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 30914 lot number 20017405 was performed. The search showed that a total of 12,003 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 extension set mic tubing 60 inch had foreign matter during use. The following was reported by the initial reporter: "it was reported that on 2 occurrences, the tubing was wet. Verbatim: insulin drip infusing. Tubing noted to be wet changed tubing. Replaced with second tubing set noted to be wet on the second set. Insulin infusion nicu baby. No harm".